Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction occurred. There was no adverse impact to customer's blood glucose level. Reportedly, the customer had an alternate pump available for insulin therapy and declined troubleshooting with tandem technical support.